Event description:
It was reported that the insulin pump has an unresponsive keypad during the bolus procedure. Customer also stated that the insulin pump may have been exposed to moisture. The blood glucose reading was 228 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on all keypad traces. No ramping number or scrolling bar anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.